Event description:
Left total hip replacement on (B)(6) 2007. She received the depuy total hip pinnacle 300 acetabular cup sz mm 54, the pinnacle metal insert 36mmid x 54mmod, and the articul/eze metal on metal femoral head 036mm +5 12/14 cone. Since the beginning of 2011, her left hip has felt like it is going to lock up or pop out. She has severe pain in her left hip radiating down to her knee. When she is on her feet a lot, she can feel the implant moving. If she walks too much, her left leg drags. She also has metallosis due to elevated cobalt and chromium levels in her blood. Reason for use: degenerative arthritis of left hip.